Event description:
On (B)(6) 2012, it was reported that the display on the patient¿s infusion device suddenly became blank. The display had black vertical stripes that prevent the patient from reading the numbers on the display properly. The patient switched to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The display is missing a pixel line due to an interrupt of the heat-seal connection. The customer is not able to see 100% of the display. The defective pixel cannot lead to misinterpretation of insulin amounts.